Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified based on visual inspection in the lab. Failure was localized to j2 pin 3 which was found to be permanently compressed and bent, while pin 4 was found to be bent

Event description:
It was reported to philips that the device's battery pins were damaged. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.